Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called to state that their universal battery charger stopped working. It had been working intermittently for the past few weeks but was now not working at all. The patient had tried multiple outlets and batteries. The patient was provided with a loaner ubc. It was communicated on 05jun2024 that multiple outlets were tried, and that the cause of malfunction was not determined. Per the biomedical engineer, everything was working with the cord but not the circuit board. It was stated on 09jul2024 by the service technician that it was possible that the battery inserted into pocket #2 had leaked. The site stated that the condition of the battery was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the 14v li-ion battery is being evaluated for fluid ingress. The universal battery charger (ubc) was returned for analysis due to fluid ingress found in the battery charging slot. Additional information provided on 12jul2024 stated that the condition of the 14v li-ion battery is unknown, and it is unknown if the battery leaked. The source of the fluid ingress found in the ubc is unknown. There was no reported issue related to the battery. The device receiving inspection documents for the 14v li-ion battery were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.